Event description:
A medtronic representative reported that, while in a spine procedure the 7.5 solera tap became stuck in the grey navlock tracker. Both the tap and the tracker were scored once they were separated. It was noted that the tap was not in the patient; the surgeon used it, finished tapping the screw hole, and had taken it out. It was discovered that the tap was stuck in the navlock afterward. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement tap shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the tap does not easily insert into the navlock tracker. There are several nicks and scratches preventing a good fit. This mechanical failure, malfunction/mating part fit, directly caused the event.